Event description:
It was reported that during a bladder procedure, energization of the device was weak and the instrument was unable to be used. The case was completed by changing the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/05/2007. Info anticipated, but unavailable at this time.